Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction: d10, h3 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction: d10, h3 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided 21oct2020 stated the difficulty was experienced with the flexible stiffener.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Three 8.5fr biliary catheters were returned. Two catheters were received with the metal stiffening cannula inserted. The third catheter was not returned with a stiffener. It was previously reported that the difficulty experienced was with the flexible stiffeners. Due to the catheters being returned with metal stiffeners, it is possible the difficulty was experienced with the metal stiffeners, flexible stiffeners, or both. Further clarification has been requested, but is not currently available.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation (B)(6) hospital (united states) informed cook on 08oct2020 that the flexible stiffener in an unknown ultrathane mac-loc locking loop biliary drainage catheter was difficult to remove from the catheter. The facility reported that the catheter "accordioned" when the user tried to remove the stiffener during the procedure. This is a general complaint. It was reported that another catheter was used to complete the procedures. Upon receipt of the returned devices, it was confirmed the failure was also present for the metal stiffeners so an additional complaint was opened. Both complaints are reported under this MDR. A review of the complaint history, instructions for use (IFU), manufacturing instructions, and quality control, as well as a visual inspection, dimensional verification, and functional test of the returned devices, was conducted during the investigation. The customer returned three used ult8.5 catheters. The first catheter did not have a returned stiffener (catheter 1) and had a biliary curve (-clb-). Two catheters were received with the metal stiffening cannula inserted (catheters 2 and 3). The two metal cannulas and catheters have extreme bends. It is unknown if these bends were present at the user facility, or if the catheters were folded for shipment to cook. Catheters 2 and 3 are bunched up at locations along the entire length of the devices. The cannulas were unbent and withdrawn with difficulty. Catheters 2 and 3 have biliary curves. The catheter inner diameters and stiffener outer diameters measure within specification. Cook has concluded that the device was manufactured to specification. Additionally, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that risk mitigation controls are in place relevant to the failure mode. A review of the device history record could not be completed due to a lack of lot information from the user facility. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: "precautions: when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided and the results of the investigation, a definitive cause for the failure was traced to component failure without a design or manufacturing issue. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional common names: lje, gbo. Occupation: unknown. PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane mac-loc locking loop biliary drainage catheter for an unknown procedure. During the procedure, the dilator was difficult to remove and the catheter kinked and accordioned. Another device was used to complete the procedure. The number of devices experiencing this failure is unknown. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.